Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has persistent pain may require a revision surgery of both the tibial and talar components due to concerns of loosening.

Manufacturer narrative:
Correction - h6 (results code & conclusion code). The reported event could be confirmed, since evaluation of CT imaging and information obtained from the treating surgeon indicate pain due to suspected loosening. Upon further investigation of the CT scans by healthcare professionals the following was observed, tibial (construct): there is a little bit of radiolucence, a little bit of condensed bone, only minor cavities around the implant. Therefore loosening is possible, but there is no clear migration. Based on investigation, the root cause was attributed to a patient factors related issue. The pain was likely caused by the radiolucence, condensed bone and minor cavities around the implant likely resulting in loosening. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has persistent pain may require a revision surgery of both the tibial and talar components due to concerns of loosening.